Event description:
The customer reported that following a diagnostic angiogram procedure, the dr felt heavy resistance when pulling out the locator wire. The wire was slightly advanced back into the pt, and after 10 seconds, another attempt was made to pull it out with the same results. The distal connection broke and a small part of the remaining wire was hooked in the vessel, the rest of the wire was hooked in the pt's tissue tract. A surgeon performed a minor incision in the tissue tract to remove the remaining wire.